Event description:
Additional information was received from the healthcare provider indicated important patient information.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6)2008 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 423 mcg/day) via an implanted pump. It was reported that the patient had return of muscle spasms for the past few months and the hcp had been adjusting the dosages. No other troubleshooting was done. On (B)(6) 2020 the patient was taken in for a catheter revision and a pump replacement. There were no issues with the pump. During the procedure, the hcp was not able to complete the revision, so the hcp left the spinal segment of the original catheter in and tied off and then rescheduled the replacement for (B)(6) 2020. During the surgery on (B)(6) 2020 the hcp had to do a laminectomy since the patient¿s bone was kind of fused around and they could not get around it. It was noted that the hcp did not ¿fish around for the remaining spinal segment¿ and just implanted a brand new catheter and left the tied off portion of old catheter in. They then decreased the dose by half in the new pump and disposed of the other end of the original catheter. The issue was noted to be resolved.